Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a fractured provisional was received from a hospital. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4, b5, g3, h2, h3, h4, h6 h6: proposed component code: mechanical (g04) - provisional bottom the reported event was confirmed via product return. Visual examination of the returned product identified signs of use, nicked and gouged, and a corner of the post feature had fractured off. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. Review of the device history records identified no deviation or anomalies during manufacturing. Device has a potential field age of 7 years and exhibits signs of repeated use; the root cause of the reported event is attributed to wear and tear of the device from repeated use over time. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information to report.